Manufacturer narrative:
Section a patient information cannot be provided due to privacy regulations. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that while in use on a patient, the 840 ventilator suddenly went "black and crashed." The ventilator was not made available to medtronic for evaluation. It was informed that the third party engineer inspected the ventilator and found unit's motherboard printed circuit board (pcb) or graphical user interface (gui) central processing unit (cpu) pcb required repair. Good faith efforts were made to obtain additional repair details but no further information was made available. The cause of the event was isolated to a potential fault in the motherboard pcb and/or gui cpu pcb. Further action was not required because the cause was not related to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the china food and drug administration (cfda), adverse reaction event center of shanghai, and not reported directly to medtronic by the customer, that while in use on a patient, the 840 ventilator suddenly went "black and crashed." The patient was removed from the ventilator and placed on an alternate ventilator with no reported injury to the patient.